Manufacturer narrative:
The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It is likely there was a problem with the scope because the issue was not reproduced by the repair department. It is possible that the user did not dry the electrical contacts of the video connector sufficiently or foreign matter (chemical residue, scale, sebum stains, dust, gauze fluff) impeded the connection. It is likely that the electrical connection became unstable temporarily due to the connection to the device when the accessory was attached causing a communication failure between the video processor and the scope. The instructions for use (IFU) provides the following guidelines: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope."

Event description:
The biomedical engineer at the facility reported that the visera elite video system center was presenting a b30 scope communications error during preparation for use. Additional questions concerning the procedure and patient details have been sent, but no replies have been received. At this time, there was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called in and spoke with olympus technical assistance center (tac) personnel concerning this scope communication issue. The customer stated that this issue was only occurring intermittently, and was not happening presently while on the phone with tac. Tac walked through several troubleshooting options on what could be causing the disconnect with the device. The customer reseated the maj-1959 cable and that removed the b30 scope communication error. However, the customer went on to state that he would still like to send the unit in to the national service center for evaluation. The device in question has been received and an initial evaluation has been completed. The user report of the communication error could not be confirmed. The unit was tested with multiple scopes and passed all functional tests. All video output signals and images tested ok. At this time, the investigation is still on-going. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.